Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) episode. Anti-tachycardia pacing (atp) was delivered but was not successful. The device then double-counted ventricular signals and delivered an electric shock based on the vf markers. Similar vt events occurred the previous day multiple times. Due to the several vt episodes experienced, the patient was hospitalized and external defibrillation was utilized to convert the rhythm. Reprogramming was performed. Additionally, it was noted this patient has two pacing leads in the ventricle remaining from a pacemaker upgrade procedure. Lead chatter was discussed with boston scientific technical services (ts). Further information was received that the patient passed away. The physician denies any causal relationship between the device and the death of the patient.